Event description:
According to the reporter, during a laparoscopic choledocholithotomy, clips fell off from the device that were not clipped. It was in a state that they seemed to came out before firing. Another device was used to complete the case. But after the operation, a clip that was not used on the patient's tissue was found in the patient's body. The surgeon decided to reoperate the patient to check and collect the clips. The clips were retrieved.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received with no clips remaining in the shaft. Two u nformed clips, and one properly formed clip were received. The instrument was cycled and the interlock did not engage. It was determined that a component was out of place in the shaft causing the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. The trip lever out of position was preventing the clips from loading properly. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic choledocholithotomy, clips fell off from the device that were not clipped. It was in a state that they seemed to came out before firing. Another device was used to complete the case. But after the operation, a clip that was not used on the patient's tissue was found in the patient's body. The surgeon decided to reoperate the patient to check and collect the clips. The clips were retrieved.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic choledocholithotomy, clips fell off from the device that were not clipped. It was in a state that they seemed to came out before firing. Another device was used to complete the case. But after the operation, a clip was not used on the patient's tissue was found in the patient's body. The surgeon decided to reoperate the patient to check and collect the clips.